Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display and alarmed an error after the device was turned on. The blood glucose reading was 167 mg/dl. The customer stated that she had not been using the insulin pump and was having issues with wearing it. She reported that the insulin pump had been stored or not in use for an extended period of time, and when she placed a battery into it, the device turned on and alarmed. Advised the insulin pump had an unexpected restart; advised to monitor the device and call if any issues recurred. Nothing further reported.